Manufacturer narrative:
The device was returned to olympus for investigation; however, as part of the investigation of this type of report, the device was forwarded to an off-site laboratory for microbiological testing. The microbiological analysis report indicated the channels of the device were cultured and results showed no germs were detected. Based on the physical evaluation of the returned device, the distal end cap was found cracked (impact points). The insertion tube was pierced and scratched. The air/water cylinder and suction cylinder was found to be damaged (worn out). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
On march 23, 2022, olympus was informed that the gastroscope was cultured several times, but still does not get clean enough to be used. The device reportedly tested positive for salmonella species, serogroup 08, and proteus mirabilis. The gastroscope channels were previously replaced. The user facility was suspecting that there was a damage inside the gastroscope. Infection tracing is ongoing, and it is currently unknown whether additional patients have become infected. On may 10, 2022, additional information was obtained from the reporting facility, which states that there were several patients that have been infected by the gastroscope. The customer provided their cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is unknown and the automated endoscopic reprocessor (aer) used is a non-olympus reprocessor. Olympus is the maintenance company. On june 2, 2022, olympus was informed that there were eight (8) patients reportedly infected; however, no further details were provided. Based on the additional information obtained, the following eight complaints were created to account for the total number of patients involved: (B)(6) (parent file), (B)(6), (subject report), (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer¿s investigation. A review of the device history record (DHR) revealed that the subject device was shipped in accordance with specification. It was further reported that the user facility staff was not suctioning the biopsy channel and suction channel during pre-cleaning. No information provided regarding the brushing points. The instruction for use (IFU) warns user that an insufficient reprocessing of endoscope and accessories may pose an infection control risk to the patients and/or operators of the device. It also states that the device needs to be inspected for any abnormality or damage on the device, such as leakage, and if such damage is noted the IFU instructs user to stop using the device and send the device for repair. The exact cause of the patients¿ outcome cannot be conclusively determined; however, insufficient cleaning of the device cannot be ruled out as a contributory factor to the reported event.